Manufacturer narrative:
Upon further review, bard/bd has determined that upon completion of the investigation, it was determined this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foreign material was found inside the package when it was opened.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation found multiple pieces of foreign matter that looked like wooden lint on the wrapping sheet and also on the tray. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be defect contributed by vendor or customer/ improper handling/ unclean machine /working area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[shape, configuration and principles] bard® i.c. Silver foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product. Material: balloon catheter: natural rubber latex; silver coating this product is made with bacti-guard® silver alloy coating. Sizes of catheters: available in sizes 8 to 24 every 2fr." Corrections: brand name, device identification.

Event description:
It was reported that foreign material was found inside the package when it was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that foreign material was found inside the package when it was opened.